Event description:
The customer stated, that she tested her blood glucose using a one touch ultra 2 meter and her contour meter. The one touch meter read 99 mg/dl, while the contour read 274 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.